Event description:
It was reported that the pump date and time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Customer's blood glucose level was 110 mg/dl. Reportedly, the customer cleared the alarm and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.